Event description:
A customer reported that there was a faulty tubing in pak. There seemed to be a problem at the junction of the irrigation line where the filter was. The function fluid/air exchange did not work. The reporter had to open a new pack to proceed the surgery. Pt impact was unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4)